Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the prograsp forceps instrument for failure analysis evaluation. Section e: the reporter of this event and hospital it occurred at are unknown.

Event description:
On 31-may-2024, intuitive surgical, inc. (Isi) received FDA voluntary medwatch report (MDR) with MDR report #mw5154801 stating: davinci prograsp wire cable broke while in use. The patient sustained an unspecified injury that required medical intervention. However, details on the injury and the intervention were not provided.